Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and he battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given over the last months. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was suspected to be due to high rate atrial sensing. No adverse patient effects were reported. This product remains in-service. This device was explanted due to normal battery depletion and has returned for analysis.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given over the last months. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was suspected to be due to high rate atrial sensing. This device was explanted due to normal battery depletion and has returned for analysis. No adverse patient effects were reported.